Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2025 due to a developing respiratory syncytial virus (rsv) infection of unknown source. The patient had to use the restroom and began complaining of visual changes and headache, and a code stroke was called. A computed tomography (CT) scan was taken of the patient's head and found a large subdural hematoma of mixed density. The cause of the hematoma was unknown, and the customer presumed that the patient fell at home for an unknown reason and did not inform anyone. No alarms were identified. The patient was transferred to the intensive care unit (ICU) where they decompensated. The patient was then taken to the operating room for a decompression, which the patient tolerated well. Neurosurgery spoke with the patient's family the next morning, and the family chose to move the patient to comfort care. Hospital care was withdrawn, and the patient passed away from the subdural hematoma on (B)(6) 2025. The outcome was stated not to be lvad device or therapy related, and the customer stated the device functioned as intended. An autopsy was not performed. The device was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.